Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 29 cannula interlink lever lock bns had a loose connection. The following information was provided by the initial reporter: "it was reported that small end of the "male conical fitting is not lying between the expected planes" related tw# (B)(4). Issue: we are also seeing same defect in the latest delivery ( 29 samples out of 32 samples taken failed the luer test). Coc as attached. We will have difficulty to continue the line if every received lot continues to have this issue. We need your help to look into this. Please reply. Are you seeing the same thing in your production? Do you need the samples from the latest delivery as well?"

Event description:
It was reported that 29 cannula interlink lever lock bns had a loose connection. The following information was provided by the initial reporter: "it was reported that small end of the "male conical fitting is not lying between the expected planes". Related tw# (B)(4). Issue: we are also seeing same defect in the latest delivery ( 29 samples out of 32 samples taken failed the luer test). Coc as attached. We will have difficulty to continue the line if every received lot continues to have this issue. We need your help to look into this. Please reply. Are you seeing the same thing in your production? Do you need the samples from the latest delivery as well?"

Manufacturer narrative:
H.6. Investigation: a random set of 315 pieces from batch #0055279 was sampled. 54 out of 315 were found to have failed the gauge 494 test. All samples were tested for leakage per procedure and product specification. All samples passed the leak test. Therefore, per product specification, these samples were found to be acceptable for use. An additional set of ten samples from batch #0055279 were received from baxter after the above in-house sampling and testing. These samples were not tested. The already-performed testing above from the same batch was more comprehensive and representative of the batch as a whole. There were no visual differences observed between these samples and those already tested. A potential root cause appears to be specification misalignment between baxter and bd. Per bd product specification sp 100081 rev 04 for cannula, level lock, interlink bulk non-sterile, the baxter lot tolerance percent defective (ltpd) requirements will be used by baxter incoming as the specification requirement in section 9, it53. Per product spec, the samples were found to be acceptable for use because all product passed leak tests per it53. All tested sample from batches 0023143, 0042265, 0055279 and current production meet the product spec requirements for leakage, which determines acceptability of the part. Adjustments were made at the time the defects were identified. It is possible a small, limited quantity of units with the defect is mixed in with good product. Based on information, the 1 or 2 defective pieces identified date baxter are within acceptable quality limits for all batches. No corrective actions are warranted at this time. As part of continuous improvement efforts, and to prevent any issues from arising, the identified mold cavities outside the 494 and iso 594-1 specification will be brought further into specification prior to manufacture of new batches of this material. All other cavities will be evaluated and adjusted to be more centered within the existing specification range. Expected due date: aug 28, 2020. An effective check will be performed using three full shots of products. These will be sampled and tested using bd multivariable gauge #494 and iso 594-1 fig.3c to confirm the female luer is within dimensional specification. In addition, all samples will be leak tested per procedure. H3 other text : see h.10.